Event description:
Info received indicates the head panel section will not lower.

Manufacturer narrative:
The technician found the head panel section stuck in the up position and the gas spring cylinder was leaking fluid. He replaced the gas spring to repair the stretcher.